Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study reported the patient's catheter was explanted/replaced on (B)(6) 2018. It was noted the catheter was disposed of according to biohazard instructions. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2018-jun-01 psr (sdy, hcp): information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 12.0 mg/ml of hydromorphone at 2.760 mg/day and 5.0 mg/ml of bupivacaine at 1.1499 mg/day via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. On (B)(6) 2018, it was reported that the patient experienced a loss of analgesia beginning around (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. It was reported that no action was taken as the hcp was waiting for a catheter revision for diagnosis. The outcome was listed as ongoing. No further complications were reported. 2018-jun-18 e1 (sdy, hcp): additional information was received from a healthcare provider (hcp) via a clinical study on 2018-jun-18. It was reported that the patient's loss of analgesia and need for a catheter revision was ongoing as of (B)(6) 2018. The patient's baseline weight was provided. No further complications were reported. 2018-jul-07 psr (sdy,hcp): additional information was received from a healthcare provider (hcp) via a clinical study reported the patient's catheter was explanted/replaced on (B)(6) 2018. It was noted the catheter was disposed of according to biohazard instructions. The issue resolved without sequelae on 2018-jun-11. 2018-07-30 psr update (additional information was received from a hcp via a clinical study on 2018-jul-30. It was reported that the device diagnosis was catheter dislodgement.

Manufacturer narrative:
H6: device code c76126 no longer applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 11-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 12.0 mg/ml of hydromorphone at 2.760 mg/day and 5.0 mg/ml of bupivacaine at 1.1499 mg/day via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. On (B)(6) 2018, it was reported that the patient experienced a loss of analgesia beginning around (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. It was reported that no action was taken as the hcp was waiting for a catheter revision for diagnosis. The outcome was listed as ongoing. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study on 2018-jun-18. It was reported that the patient's loss of analgesia and need for a catheter revision was ongoing as of (B)(6) 2018. The patient's baseline weight was provided. No further complications were reported.